Manufacturer narrative:
A button error alarm occurred due to corroded keypad traces. No moisture damage on electronics was noted. The insulin pump was received with a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 122 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.